Event description:
A patient was injected with radiance in their upper and lower lips and naso labial folds in 2003. This pt developed nodules in their lips. The nodules were surgically removed. Bioform medical became aware of this event six days later.